Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion the nurse activated the safety feature of the device. The device was not captured and the nurse was stuck by the exposed needle. The clinician is believed to be receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. Visual examination revealed that the safety arm of the device has been hyper extended beyond the normal travel length of the product, leaving the needle exposed. Inspection and testing of the action of the hinge mechanism. Inspection of the needle capture cavity finds that the needle has been activated one time. Inspection of the hinge area of the base finds overstress marks on the hinge tab indicating the hyper extension of the arm. Testing found normal operation of the device and there was normal rotation to remove the needle from patient with the audible click heard once the needle entered the capture shelf of the device. Inspection of the product finds that the product has been assembled correctly. Testing of the product finds that the safety needle arm moves normally. Indications are that the customer did not adhere to the instructions for use. Excessive force was applied to the safety arm of the device during removal, extending the arm past the needle capture area on the device. The instructions for use state to lift the safety arm straight back to the lock position until it clicks. There is no evidence to suggest that the event was caused by an intrinsic defect in the product.